Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "red tube is impossible to fill, identical event on 3 other dry tubes. During the blood sampling and the setting of the various tubes, the dry tube did not fill. Also during the setting of 3 other tubes. Finally, when using a last tube, it worked. Immediate consequences: no consequences disruption of the functioning of the service or inter-service relations. Immediate measures: change of dry sampling tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "red tube is impossible to fill, identical event on 3 other dry tubes. During the blood sampling and the setting of the various tubes, the dry tube did not fill. Also during the setting of 3 other tubes. Finally, when using a last tube, it worked. Immediate consequences: no consequences. Disruption of the functioning of the service or inter-service relations. Immediate measures: change of dry sampling tube.